Event description:
It was reported that a motor stall was confirmed in the event logs with no motor stall recovery recorded. The motor stall was caused by patient having MRI or other medical procedure. The pump logs were rechecked and a motor stall recovery was noted in the logs. The patient did not report experiencing any symptoms. It was later reported that the pump did not actually stall; the patient had an MRI on (B)(6) 2015 and did not have the pump read until (B)(6) 2015. The facility read the pump which showed a motor stall occurred on (B)(6) 2015 at 10:27 am, followed by a tube set message 48 hours later. Once the clinician programmer read the pump, the message read motor stall recovery as of (B)(6)2015 at 2:03 pm. The patient had no withdrawal symptoms and no other actions were taken. The patient was doing well and seemed to be receiving effective therapy. The pump was used to infuse sufenta (sufentanil).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6)2014 product type: catheter. (B)(4).